Manufacturer narrative:
Investigation summary: one video was shared by customer, where a drop of water is coming from inside the spiros, is not clear how much pressure is being applied. However, this leak shouldn't be happened. No additional damage or anomalies are observed. The complaint of leaks can be confirmed based on the evidence provided by the customer. However, without the return of the used sample a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history review couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a spinning spiros® closed male luer, red cap that experienced leakage. The report stated that the spiros connector is leaking. Video of the leaking attached. There was unknown patient involvement and unknown patient harm. The defects can only be discovered when they are in use. The item number is ch2000s-c. There were no physical injuries related to the defects. The lot number are unknown, as the defects are noticed after the devices are in use and the packaging is discarded. ICU medical provided no method of identifying lot numbers without the packaging. The device has already been returned to regional manager.